Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer did not open due to dislodged inseparable magnet. A field service engineer replaced the latch magnet to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device on the complaint (B)(4).

Event description:
It was reported by the customer that a pyxis medstation es system drawers did not open, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.